Manufacturer narrative:
Exact date unknown, it was reported that the event occurred in the first days of (B)(6) 2020. Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted polaris ultra ureteral stent was removed from the patient during a planned stent removal procedure performed in the first few days of (B)(6) 2020. The stent was implanted on (B)(6) 2019 with no issues reported during placement. According to the complainant, a polaris ultra ureteral stent was recovered with excessive calcification. During the stent removal, the stent was broken into two pieces along the shaft and was retrieved entirely using a pair of forceps. There was nothing left in the patient and there were no patient complications. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Block b3, d7: exact date unknown, it was reported that the event occurred in the first days of (B)(6) 2020. Block e1: initial reporter state: mi. Block h6: device code 1077 captures the reportable event of stent calcified. Device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the distal end (pigtail) and the proximal section (bladder pigtail) were detached. Residues of calcification were found along the distal end (pigtail) and in the pigtail detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. The device had the bladder pigtail detached, no issues were reported by the user during the unpacking, preparation and introduction. Moreover, the stent was returned with calcification residues. Therefore, it is possible that removing the stent with calcification would cause the stent to be difficult to remove resulting in the pigtail detached. Since the reported adverse event is known and documented the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a previously implanted polaris ultra ureteral stent was removed from the patient during a planned stent removal procedure performed in the first few days of (B)(6) 2020. The stent was implanted on (B)(6) according to the complainant, a polaris ultra ureteral stent was recovered with excessive calcification. During the stent removal, the stent was broken into two pieces along the shaft and was retrieved entirely using a pair of forceps. There was nothing left in the patient and there were no patient complications. The patient's condition at the conclusion of the procedure was reported to be well.